Event description:
It was reported that the customer was in the hospital due to pancreatic, and the customer have lost the battery cap. The caller stated that the customer at the emergency room because her blood glucose was going up and down. It was stated that the customer was on back up plan at the time of call. Advised the caller to have the customer call us when she gets out of the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.